Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. Subsequently, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to customer's blood glucose level. The pump was replaced, and the customer continued to use the pump for insulin therapy.